Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 4, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d10 (corrected device availability) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information and correction) h3 (corrected device evaluation anticipated by manufacturer) method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 3331 - analysis of production records method code #3: 4114 - device not returned results code: 3221 - no findings available conclusions code: 4315 - cause not established the affected sample was not returned so a thorough investigation could not be conducted. A representative retention sample was reviewed and electrically tested with no anomalies and all electrical tests within specification. The v-cutter on the retention sample was fully intact. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the harvester short circuit; not burning along the length but not at the tip. The product was changed out. The surgery was completed successfully.